Event description:
The nurse states that the jejunal feeding tube was placed endoscopically through a 20f feeding device uneventfully on 8/5/94. During feeding on 9/22/94, the nurse had difficulty passing fluid through the jejunal tube and discovered that the tube had detacheeed from the feeding adaaapter. The physician has scheduled endoscopic removal of the jejunal tube from the pt's stomach.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.